Event description:
Olympus (ofr) was informed by the user facility that after a routine microbiological test on the evis exera iii gastrointestinal videoscope, the user detected an unexpected contamination. The scope cultured positive for micrococcus luteus and staphylococcus sp. (<1ufc). The user did not report any death, injury, infection or contamination as a result of the event. The scope was left with olympus for further investigation.

Manufacturer narrative:
The scope was forwarded to an external laboratory for further hygiene microbiological investigation. On (B)(6) 2022 the microbial sampling and testing was performed and the results detected gram positive for micrococcus lylae (>2); not conforming to french regulations. The scope was reprocessed by olympus to perform new sampling. On (B)(6) 2022 the microbial test results conformed to french regulations and no bacteria was detected. The scope was sterilized and returned to the regional repair center (ofr) for a physical evaluation. Additionally, olympus followed up with the customer to obtain additional information regarding the facility¿s cleaning disinfection and/or sterilization methods but no information has been obtained. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated, the universal cord was kinked, and the biopsy channel was slightly deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.